Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a knee scope procedure, the wand was connected to the werewolf console, and after being used for 30 min it showed a wand error, it was not working anymore and kept showing an error, due to this error the procedure was completed with a backup device but it was delayed more than 30 minutes. No other complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the customer provided image shows a controller with the error message "wand has reached end of life. Please replace wand". There was a relationship found between the device and the reported event. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include: (1) attempt to use device longer than active life of wand. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the customer provided image shows a controller with the error message "wand has reached end of life. Please replace wand". There was a relationship found between the device and the reported event. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include: (1) attempt to use device longer than active life of wand. No containment or corrective actions are recommended at this time.